Event description:
On (B)(6) 2026, it was reported by a sales representative via sems-phone that an ar-1927bcf-45 biocoposite corkscrew's implant was open, and tip was damaged and not implantable. Noticed during a case, new device opened, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.